Event description:
Report received of an underdeliver. The pump was returned from clinical service with an unsigned note that read, "b pump not working. It is working too slow. At 30 minutes, med takes one hour." The note did not provide any tracking info; therefore, specific pt info, pump programming or event details were not available. There were no reported adverse pt events. Though requested, no additional info was provided.